Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. The surgeon reported that the si2-l screw was placed on trajectory but deeper than planned. A comparison of the preoperative plan and post-operative imaging confirmed that the si2-l was placed on trajectory but was placed deeper than planned. A screw being placed on trajectory but deeper than planned is symptomatic of over-driving the screw into bone. Furthermore, it was reported that the surgeon performed an anatomical landmark check without issue before proceeding with navigation and the implantation of screws. This indicates that the patient registration was accurate and the system was functioning as intended. This evaluation determined that this failure was within anticipated risk, and the cause of the reported issue was traced to user technique.